Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and replaced the touch screen per the manufacturer requirements to resolve the malfunction. Subsequent functional testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or non-conformities relevant to the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Livanova (B)(4) received a report that the touchscreen of an s5 double head pump became unresponsive during setup. There was no patient involvement.

Manufacturer narrative:
The replaced touch screen was returned to livanova (B)(4) for further investigation. During evaluation of the returned device, the reported failure was confirmed. The screen has been sent to the original equipment manufacturer for further investigation.